Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. A lead fracture was suspected. The ra lead was partially explanted and replaced. The ICD remained implanted at that time and was explanted over three and a half years later during a competitive change out procedure. No additional adverse patient effects were reported.